Manufacturer narrative:
(B)(4).

Event description:
The tracheostomy tube has an oval opening instead of round and looks like it was pinched. The package was not opened and there was no patient involvement

Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated as the tube presents the distal end of the tube slightly oval which is part of regular molding process. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
The tracheostomy tube has an oval opening instead of round and looks like it was pinched. The package was not opened and there was no patient involvement.